Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report as follows: upon arrival stm found note on iabp "alarming air lead? No air leak found". Stm found male luer fitting on "iabp fill port" loose. Error log indicated on (B)(6) 2014 "safety disk test falls". Error log also noted on (B)(6) 2014 message "leak in iabp circuit". Tightened luer fitting on iabp fill port. No leaks found. Complete factory cal and functional checkout of unit. Pm was performed at the same time. (B)(4).

Event description:
The customer reported that following a routine check of the iabp the customer called for service of their balloon pump. The bio-med at the facility stated that the safety leak test would not pass during a check out. No pt was involved.